Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level went up to the 200's mg/dl range and a correction bolus was delivered to address the bg level. The customer cleared the occlusion alarm and resumed insulin delivery after the first occlusion, the following day another occlusion alarm occurred. System check was performed on the current supplies and the pump performed as intended. No damage was noted to the cannula. Reportedly, the pump is worn against the customer's skin. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. Code 120 pertains to additional issue found.